Event description:
The customer reported that during a gastrectomy, oozing under 200cc occurred from the initial seal although an end tone, indicating a completed seal, was heard. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.